Event description:
It was reported that ondansetron was hung as a secondary infusion (piggyback) and programmed to run with a volume to be infused (vtbi) of 31ml ("plus 25ml flush") at a rate of 124ml/hr. (Over 15 minutes). However, the medication infused "much more quickly with the volume in the bag decreasing rapidly over a couple minutes." When the pump was paused, the medication reportedly continued to infuse until line was clamped. It was also reported that the primary bag started emptying rapidly after the secondary bag. There was patient involvement but no harm. The hospital's biomedical engineers performed their internal investigation. It was reported that the error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. The biomed then used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken, according to the customer's report, as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping; however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag (using gravity). The customer stated, "confirmed the secondary bag emptied its content into the primary bag when the infusion was paused."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : date of event, describe event or problem, concomitant med prod data. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that ondansetron was hung as a secondary infusion (piggyback) and programmed to run with a volume to be infused (vtbi) of 31ml ("plus 25ml flush") at a rate of 124ml/hr. (Over 15 minutes). However, the medication infused "much more quickly with the volume in the bag decreasing rapidly over a couple minutes." When the pump was paused, the medication reportedly continued to infuse until line was clamped. It was also reported that the primary bag started emptying rapidly after the secondary bag. There was patient involvement but no harm. The hospital's biomedical engineers performed their internal investigation. It was reported that the error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. The biomed then used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken, according to the customer's report, as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping; however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag (using gravity). The customer stated, "confirmed the secondary bag emptied its content into the primary bag when the infusion was paused." A report was received from health canada's canada vigilance program which states, "secondary medication hung and programmed to run with a vtbi of 31ml (+25ml flush) at a rate of 124ml/h (over 15 minutes), but medication infused much more quickly with the volume in the bag decreasing rapidly over a couple minutes. When the pump was paused the medication continued to infuse until line clamped."